Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks while working out. It was noted that the patient's ventricular tachycardia (vt) therapies was turned off, however the vt zone was turned on. Due to the vt zone being turned on, the device had combined counts, which caused the inappropriate shocks. The device is still in use. No further patient complications have been reported as a result of this event.